Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial [ra] lead had no capture. It was also reported that the ra lead was dislodged. It was further reported that the lead exhibited high/unstable thresholds. The lead was capped and replaced. No known patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. The outer insulation exhibited a cosmetic depression.

Event description:
It was reported that the right atrial [ra] lead had no capture. It was also reported that the ra lead was dislodged. The lead was capped and replaced. No known patient complications were reported as a result of this event.